Manufacturer narrative:
Product manufacturer date is oct 18, 2007; pre-UDI requirement. The device was not returned for examination; therefore, the exact condition of the component is unknown. Without a device, both visual and dimensional evaluations cannot be performed. Device history records were reviewed for the articular surface with no deviations or anomalies identified. Knee components were reviewed per the zimmer nexgen knee profiler; no compatibility issues are noted. This device is used for treatment. A product history search revealed no additional complaints against the related articular surface part and lot combination. It was reported that the patients knee was "going sideways". Primary operative notes were returned for review. Review of primary operative notes confirms patient underwent a right total knee arthroplasty on (B)(6) 2009 due to degenerative joint disease. The knee was opened using a medial patellar approach. The deep medial collateral ligament was released as well as the meniscotibial ligaments. The femur was prepared and cut first, with the tibial cuts following. After the proximal cut, the medial and lateral menisci were removed with cautery following with the appropriate box cuts for the femoral component. Trial components using a 10mm articular surface revealed good range of motion and good stability to varus and valgus stress. The patellar component was prepared and trialed with the knee to reveal good patellar tracking. At this time the knee was irrigated and the final components were cemented into place. Before placement of the final articular surface, trialing was again performed with a 10mm and a 12mm articular surface. Both were found to have similar range of motion, but the 12mm articular surface had better varus/valgus stability and therefore, the 12mm was implanted. Revision operative notes could not be located due to a fire at the record retention facility, but it was confirmed that the patient was revised from a 12mm to a 17mm articular surface on (B)(6) 2012, with no other components revised. A definitive root cause for the reported instability cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and her leg "going sideways". Additionally, the patient was told by the revising surgeon that the spacer was too small.

Manufacturer narrative:
This report will be amended when our investigation is complete.